Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) weird readings with the blood pressure. There was patient involvement however, no adverse event reported. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) was giving weird readings with the blood pressure. There was no patient harm or injury reported.